Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in uruguay. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The insertion site was abdomen. The infusion set was in use for one day. No further information available initial and final MDR (B)(4).

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007032, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6007032 was packaging according to the work instruction (wi) version 78, in the machine multivac 12, on 04/may/2024, with a total of (B)(4) units. Assembly: the lot 4d04385 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 03/may/2024, with a total of (B)(4) units. The lot 4d04388 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 04/may/2024, with a total of (B)(4) units. The lot 4d04390 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 04/may/2024, with a total of (B)(4) units. Gluing of tubing the lot 4d04360 was manufactured according to the (wi) version 41 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 30/apr/2024, with a total of (B)(4) units. Reiew of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.